Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 533mg/dl. The customer's most current level was 504mg/dl. The customer states they have been treating with manual injections. Troubleshoot was conducted and the cannula was removed from the body and found to be bent. The customer was advised to contact their health care provider regarding the high blood glucose levels. The customer is being sent out replacement set.